Event description:
Procedure type: liver resection: according to the reporter: the jaws of the device would not close on tissue. The device was placed on the hepatic vein. Because the device did not close and fire on the hepatic vein, the device had to be taken off the vein and repositioned, thus causing the vein to bleed. The bleeding was controlled using bovie and ligasure. The 50-100cc of blood loss occurred. The operating room time was extended 5 minutes. The pt is doing well.

Manufacturer narrative:
(B)(4).